Manufacturer narrative:
(B)(4). The incident generator was discarded and is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after insertion of needle, the output on button was pressed but no power was delivered. After on and off buttons were pressed a few times repeatedly, an error occurred. The generator was switched off and then turned on again 20 minutes later and the needle was removed from pt while ablating the needle tract. The procedure was aborted. No pt injury occurred.